Event description:
The facility reported that the system was producing no vacuum and was stuck on printing. The pt was under anesthesia. The pt was taken to another clinic to complete procedure. There was no pt injury reported.

Manufacturer narrative:
The company service representative examined and tested the system; it met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 09/26/2008.